Event description:
It was reported that the patient was hospitalized due to infection and cardio obstructive pulmonary disease.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
New information received noted that the system was explanted due to recurring pocket infection.

Manufacturer narrative:
Continued: 1258t/86, (B)(4).